Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Intuitive surgical, inc. (Isi) obtained the following additional information: the issue was identified intraoperatively. The wire was broken into half. No fragments were observed or found in the patient. There was no loss of cautery. Surgery was completed, a new maryland bipolar forcep was acquired and utilized. The procedure moved forward without further delays or complications and was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the 8mm maryland bipolar forceps instrument's insulated energy cable broke. No fragment fell into the patient. The procedure outcome is unknown but there was no reported injury.